Manufacturer narrative:
Concomitant products: product ID: neu_ins_stimulator, product type: implantable neurostimulator.

Event description:
Information was received from the patient's daughter in law via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that historically, there were impedance issues with contact two; it was not a new issue. It is unknown when the impedance issues began. No symptoms were reported. Please see report number 3007566237-2016-04550.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.